Manufacturer narrative:
The initial medical device report was submitted (2938836-2014-00576). Correction: (B)(4). Lithium clusters were observed during the analysis. No additional analysis is necessary.

Event description:
It was reported that an asymptomatic patient presented in clinic after receiving a notifier for elective replacement indicator. A review of the device indicated that the device had experienced premature battery depletion and could not be interrogated. Device was explanted.